Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer has received insulin flow blocked alarms. Customer has had to change set more than once a day due to the alarm. Customer stated they had a failed battery and now his sensor is not working. The insulin pump is currently delivery insulin. The insulin pump was unable to find sensor signal. The customer's blood glucose was 10.1mmol/l. Advised customer to monitor insulin pump and call back if any further issues occur.